Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported a pericardial effusion occurred. In (B)(6) 2017, a left atrial appendage (laa) closure procedure was performed. The patient¿s ejection fraction was 64%. There was a pericardial effusion of 3mm noted at screening the day before the procedure. The patient had uninterrupted warfarin at the implant procedure and their international normalized ratio (inr) was 2.0. A 30mm watchman ® laa closure device was implanted. Post implant, the pericardial effusion was noted to have decreased to 2mm. At the patient¿s 45-day follow up, an echocardiogram was performed which revealed a pericardial effusion of 4mm. The patient was on warfarin until this follow up. The patient was also on clopidogrel. There was no record that any other antiplatelet medication was initiated prior to the 45 day follow up visit.